Event description:
Reference number (B)(4). The event occured in mexico. It was reported that patient faced infusion set leakage event on 17-jun-2025 the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004596, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004596 was manufactured according to the work instruction (wi) version 108 and manufactured in the line inset 6 on 03/dec/2023, with a total of (B)(4) units. Glue - tubing lot: the lot 3l04344 was manufactured according to the wi version 6 and manufactured in the machine igtl01 on 30/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.